Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving saline via an implantable pump for malignant pain, cancer pain, non-malignant pain, and other chronic intractable pain of the trunk and limbs. It was reported that the catheter had a kink. Additional information has been requested regarding the date of the event, symptoms associated to the kink, troubleshooting done to identify the kink, actions/interventions taken as a result of the kink, potential causes or factors that may have led to the kink, and the drug in the pump at the time of the kink, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The patient's medical history and concomitant medications were not reported.